Event description:
Reporter alleged blood glucose measured 589 mg/dl back to back with a result of 241 mg/dl when testing was performed 2 minutes apart. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.